Event description:
It was reported to philips that flexvision monitor intermittently loses video signal on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the power supply in b cabinet; follow-up needed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).